Event description:
It was reported that testing was performed in 2007, showing poor coupling, but the child was still responding to sound. Further testing was performed fifteen days later, again showing poor coupling, but the child was no longer responding to sound. The coil was pressed against the implant during testing, but the results didn't change. The child is no longer able to hear with the device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.